Event description:
Air passed the "uabd" and came within 6" of the pt with no alarm condition. There was no pt injury or medical intervention. Gambro technical services found no functional problem with the machine.